Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, three patients had an unexpected postoperative outcome due to flipped axis of astigmatism. Medical records were received and reviewed. Patient reported poor vision at the one month postoperative visit. Additional information has been requested. There are three medical device reports associated with these events. This report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The root cause could not be identified by the investigation. Additional information was requested by phone, fax and mail on 04/20/2012 and 05/02/2012. Medical records were received on 04/17/2012. A completed questionnaire has not been received. (B)(4).